Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported the insulin pump was alarming with a radio frequency error and would shut down and restart. Customer stated her blood glucose had been fluctuating around the same time. Customer stated the alarm was happening randomly during the day. During troubleshooting, customer was advised to program a bolus into the air and the amount was recorded in bolus history. Troubleshooting was declined for blood glucose fluctuation, as it was already advised the insulin pump would be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.